Manufacturer narrative:
Sections b2/b3: the date of death and event date have been estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unable to be provided as the patient was lost to follow up. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related.